Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges that she experienced an eye infection in the left (os) eye which was later diagnosed as a corneal ulcer. Location and severity of ulcer is unknown, the patient was prescribed besivance, prednisolone, polymyxin-b/trimethoprim, and cyclopentolate. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Event description:
The patient was diagnosed with a centrally located infectious corneal ulcer. After 15 days of treatment the infection was resolved and infiltrates resolved with a central opacity and some inflammation. 19 days after beginning treatment the ulcer was resolved with a thin central scar remaining. The patient discontinued all medications and continued to use artificial tears.